Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury associated with the speculation that a chordae was ruptured when the clip was removed could not be determined. The cause of the reported positioning failure (leaflet grasping - clip not implanted) and positioning failure (leaflet capture - clip not implanted) could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device listed in b5 is filed under a separate medwatch report.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet and flail. The first clip (30104r1097) was advanced and placed on the mitral valve. However, while establishing final arm angle (efaa), the clip would continuously open. Therefore, the clip was removed and replaced. A second clip was inserted and successfully deployed without issues. To further reduce mr, a third clip (21223r1098) was inserted and grasping was performed. However, it was noted that grasping and capturing of the leaflets was difficult. Due to this, the clip was not implanted and removed. Upon removal, mr returned to a grade of 4 and a chordal rupture was suspected. A fourth clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.